Event description:
The sales rep reported that the healex 4.75 knotless anchor when screwing the anchor down it popped up and broke in half; however, the entire anchor came out of the bone hole. The surgeon then proceeded with the healix advanced br 5.5mm anchor in the same bone hole, but the pilot hole was too big and anchor came right out. To complete the procedure the surgeon did bone tunneling up and around the same bone hole with a 15 minute delay and no known consequences. Associated medwatch# 1221934-2015-00712.

Manufacturer narrative:
Visual observation confirms the anchor is broken in the middle, but is held in place by suture. The anchor appears to be used and there is evidence of tissue debris found on the anchor. This type of anchor breakage is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the healex 4.75 knotless anchor when screwing the anchor down it popped up and broke in half; however, the entire anchor came out of the bone hole. The surgeon then proceeded with the healix advanced br 5.5mm anchor in the same bone hole, but the pilot hole was too big and anchor came right out. To complete the procedure the surgeon did bone tunneling up and around the same bone hole with a 15 minute delay and no known consequences. Associated medwatch# 1221934-2015-00712.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.